Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrector did not work during a cataract surgery when removing big parts of the lens nucleus. The vitrector worked well during testing. The reporter informed unexpected surgical outcome. It is unknown at this time what unexpected surgical outcome was experienced during the case. Additional information and product sample have been requested for evaluation. No updates have been received at this time despite several attempts.

Manufacturer narrative:
Additional information: a probe sample was returned for evaluation for the report for evaluation. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not open. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There was wear at the inner cutter bend area, cutting edge and several other areas on the inner cutter. Actuation testing was performed again after the probe was disassembled and the test was then deemed conforming. The product evaluation did confirm that the probe had a nonconforming actuation/cut issue. The root cause for the cutter not being available to functionally perform cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received from the reporter; the reporter informed that the "probe was not cutting enough during the case. It is unknown if the probe was aspirating. The intraocular lens was not implanted during the procedure. The fluidics management system and the probe were replaced with the same result after priming. To resolve the issue the reporter informed that "the lens material was picked out manually."

Manufacturer narrative:
Supplemental medical device report (smdr) #2 manufacturing report number (2028159-2016-04955) is being filed to correct follow up (smdr) #1. The date received by manufacturer date was incorrectly reported. Incorrect date selected was 12/01/2016 and is being corrected to 11/22/2016. (B)(4).